Manufacturer narrative:
Evaluation summary: the devices were not returned, and x-rays were not provided. It is unk if the components were implanted with the correct orientation and fit as per the surgical technique. Pt activity level post-op is also unk. It is possible the post-operative fracture was a result of the pt falling down stairs within 4 weeks of the primary surgery as indicated per the included product experience report. According to the submitted adverse events report the surgeon indicated the event was not related to the device and most likely was caused by the fall. A definitive root cause analysis cannot be performed with certainty at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It was reported that the device implanted in 2009 and that the pt was revised the following month due to a fracture of the femoral shaft.